Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitreous cutter intermittently did not work. Additional information has been requested.

Manufacturer narrative:
The customer reported experiencing intermittent vitreous cutter issues while using the system. The company service representative examined the system and was able to replicate the issue related to the reported event. The pneumatics module was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on may 30, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming pneumatics module. The manufacturer internal reference number is: (B)(4).